Event description:
It was reported that a spectrum iq pump had a keypad that was not working and the screen display was not showing. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing the reported issue of 'screen display not showing' was resolved when utilizing a known good rear case and processor printed circuit board. The reported condition was verified. Based on the evaluation the processor printed circuit board and rear case require replacement to address this issue. Functional testing was also completed for the reported issue of 'keypad not working' however the keypad was found to function normally. No correction is required. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported events .should additional relevant information become available, a supplemental report will be submitted.